Manufacturer narrative:
D10 concomitant products: unk emprint ant, unknown emprint antenna (lot#:unknown). Carolina lanza·salvatore alessio angileri·pierpaolo biondetti·andrea coppola·francesco ricapito·velio ascenti·gaetano amato·giuseppe pellegrino·lucilla violetta sciacqua·andrea vanzulli·serena carriero·massimo venturini·anna maria ierardi·gianpaolo carrafello. "Pe rcutaneous microwave ablation of hcc: comparison between 100 and 150 w technology systems". 2024. La radiologia medica (2024) 129:1916¿1925. Https://doi.org/10.1007/s11547-024-01927-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study reviewed 87 cases of percutaneous microwave ablation at either 100 or 150 w for treatment of 135 hepatocellular carcinoma nodules between january 2021 and may 2023. The emprint hp ablation system with a 13-gauge straight microwave antenna was used. Cauterization of the needle track was made after each ablation. Complications in the included, super-infection of the ablation area with hyperpyrexia, pleural effusion, portal vein thrombosis, and perihepatic effusion. The superinfection was treated with antibiotics and an extended hospital stay. Home therapy and/or anticoagulation was provided for the segmental portal vein thrombosis. Pleural effusion was treated with bilateral drainage tubes and rehospitalization. Perihepatic effusion was treated with extended hospitalization. Article: percutaneous microwave ablation of hcc: comparison between 100 and 150 w technology systems. Author: carolina lanza. Published date: 8 november 2024. Publication: springer nature.